Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient submitted the complaint. The patient claims that the capsule caused pain as it moved through their body until it was excreted. The patient retrieved the capsule and saw that there was a clear sharp plastic stub. The stub was on the opposite corner from the metal post which stuck out and was four times the length of the metal sub. The patient is claiming that there is a flaw in the detachment mechanism that caused the defect. No medical intervention was required and the patient is fine. The patient also experienced a short study, it failed 16 hours into the study when the receiver reset itself and there was no way to restart the study per staff. The capsule will be sent in for investigation.

Event description:
According to the reporter, the patient submitted the complaint. The patient claims that the capsule caused pain as it moved through their body until it was excreted. The patient retrieved the capsule and saw that there was a clear sharp plastic stub. The stub was on the opposite corner from the metal post which stuck out and was four times the length of the metal sub. The patient is claiming that there is a flaw in the detachment mechanism that caused the defect. No medical intervention was required and the patient is fine. The patient also experienced a short study, it failed 16 hours into the study when the receiver reset itself and there was no way to restart the study per staff. The capsule will be sent in for investigation.